Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth staple to cut the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to squeeze the handle and press the green button but stapler did not fire. It was also stated that the handle close into the vacuum with and unusual cracking sound. Another handle was used. There was no patient injury.